Event description:
Lead extraction procedure to remove an ICD (implantable cardioverter defibrillator) device. Physician used a 12f glidelight, a 14f glidelight and an lld (lead locking device) in an attempt to remove the lead. However, the lead could not be removed. The physician decided to abandon the extraction, and cut and capped the lead, leaving part of the lld inside the lead. Patient survived the procedure.